Event description:
Allergan aesthetics received a report, via nbir, of a left side "capsular contracture, baker grade ii and wound problems". The device has been explanted and replaced. A capsulectomy/capsulotomy was performed.

Event description:
Allergan aesthetics received, a report. Via nbir, of a left side "capsular contracture, baker grade ii. And wound problems". The device has been explanted and replaced. A capsulectomy/capsulotomy was performed.

Manufacturer narrative:
The event of wound dehiscence is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "wound problems".